Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep met with the patient today as their therapy was turning off by itself. The patient reported that the last time it turned off was during their last recharge session and they were unsure what other timed the ins turned off. It had been noted that the ins was turning off when the ins was at a 30 percent charge, but it was unclear if this was what the charge level was at every time it was turning off by itself. The rep stated that they did initiate a data file that would be sent in. It was stressed to the rep that dates and the data file were wanted so that there was a time stamp of events. The rep stated that they did not have their tablet to provide additional dates/times during the call and therefore no troubleshooting could be done while on the call. The rep was going to ask the patient to keep track of dates/times and then they were going to create a data file to send in. The event date was asked but was unknown at the time of the call, but the rep indicated that they would send in the known dates later. The rep called back later the same day stating that they would like someone to call them back when the engineers figured out why the patient had not therapy when the patient controller and tablet showed the patient was at a 30 percent charge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-apr_30 stating that the controller showed 30% but the charge time would be consistent with the device being empty. The patient was charging more frequently to address the event and had not had issues since. The patient was reported to be treating 30% as 0%. The issue of the ins therapy turning off by itself had not yet resolved. The therapy turning off were reported to have occurred on (B)(6). No further complications were reported.